Event description:
A falsely elevated troponin I result of 3.35 ng/ml was obtained on a pt sample. The result was reported to the physician. The sample was sent to an alternate laboratory and a result of 0.00 ng/ml was obtained. The sample was retested on the same analyzer and a result of 0.03 ng/ml was obtained. It is unknown if pt treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was sticking mixers.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was sticking mixers. A siemens healthcare diagnostics, inc field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.